Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath the therapy electrodes. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The physician prescribed a cream for the irritation. Follow-up indicated that the irritation was not improving.